Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate profile 325 cc and experienced symptoms including anxiety, massive panic attacks, memory fog, hair loss, memory loss, pressure in the chest, pre-menopause symptoms, skin rashes, psoriasis, itching, dry mouth, dry skin, low libido, difficulty concentrating, joint pain, ear ringing, and vertigo post-operatively. The patient indicated they were diagnosed with hashimoto¿s disease. As a result, the patient underwent explantation on (B)(6) 2020. This report is for the left side device.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information confirming the patient's deflation as being on the right side, not the left as previously estimated. In addition, the presence of mold was alleged in the patient's left-side device. A pathology report has been received and the presence of mold was not confirmed. At the time of this report, mentor is unable to independently verify the presence of microbial contamination, and presence of mold as the devices have not been returned for analysis. All relevant coding has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 18, 2020, mentor became aware the patient experienced a deflation, however, information regarding which side was not provided. As such, this deflation is being reported on the left side. Should additional information be received indicating otherwise, a supplemental report will be sent. In addition, an updated date of event was provided: on (B)(6) 2012. Manufacturer¿s reference number: (B)(4).